Manufacturer narrative:
B4:(B)(6)2021. The device was being set up for use when the reported event occurred. There was no delay in therapy. The customer confirmed the reported failure. There was no display and no error code. The field service engineer (fse) replaced the power management printed circuit board (pcb) and the user interface (ui) assembly to resolve the issue.

Manufacturer narrative:
The power management (pm) printed circuit board (pcb) and the user interface (ui) assembly were returned to the manufacturer failure investigation (fi) for analysis. The user interface assembly was tested, and no failures were identified.

Event description:
The customer reported the unit will operate, however the screen is back lit but there is no image displayed. The unit was not in use, and there was no patient or user harm reported.